Event description:
It was reported that during the implant attempt, the right atrial lead had poor p wave sensing. The patient had a history of arrhythmogenic right ventricular dysplasia and regurgitation. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u,s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.